Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter had an issue with the meter display on coaguchek xs meter serial number (B)(4). . The patient stated segments were missing in the result field of the meter display. The patient stated she could not read the result so no result was reported.

Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board was found.